Event description:
It was reported that a sterile fluid warmer drape (sku ors-100) was found with a hole, during surgery. One unit from lot 4295la0900 was affected. No images or samples were provided. No patient injuries, infections, or complications were reported.

Manufacturer narrative:
Additional manufacturer narrative (h11): the manufacturer received a report of a hole in a sterile fluid warmer drape (ors-100). No samples, images, or videos were provided or returned; therefore, device evaluation was not performed. A records-based review (including the edhr for lot 4295la0900) and assessment of manufacturing, inspection controls, equipment, and environment identified no related nonconformances. The defect could not be replicated because holes cannot be produced in the manufacturing area; no pinch points were found in the line, and no sharp tools or objects are used in the manufacturing process. The investigation was inconclusive due to lack of returned product or images. Risk was assessed as negligible/low; a quality alert was issued on 19-jan-2026 and the issue will be tracked and trended. This is the third reported incident for ors-100 within a one-year period; trend monitoring is ongoing.